Event description:
It was reported procedures were performed in the anesthesia department. The physician experienced difficulty advancing the catheter over the wire as it appears to be too flimsy. Even when the catheter is advanced over the wire and a skin nick is made at the insertion site it won't advance. Instead, the tip of the catheter is damaged but not separated. As a result, they are using another kit for insertion. They do not know if this has caused any delays in treatment and there have been no patient deaths or complications reported.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.